Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination plug strap, missing plug strap, yellow particles and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening in the anterior, consist with use of a surgical tool and delamination on plug strap and missing piece of the shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior due to surgical damage. Delamination of the plug strap disk shell assessed as adhesive failure. Missing total plug strap disk shell.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.